Manufacturer narrative:
Fse followed up with the customer via telephone to address the reported event. Fse instructed the customer to power up the computer and perform a system restore for windows 2007 using the f8 function. The windows restore was successful and customer continued running the analyzer. The customer later contacted fse to report that they were receiving an intermittent "1010 reception from pc timeout" error code. Fse arrived at the site several days later and checked the windows 7 program and communication between the analyzer and the laboratory information system (lis). Fse instructed the customer to reboot the lis interface and manually transmit patient data to lis to correct the error message. Then, fse performed a software version up on version 2.05 software. The customer was subsequently able to run quality control (qc) and patient samples without issue. No further action was required by field service. A 13 month lot-serial number history review and service history review for similar complaints was performed for serial number (B)(4) from 28ul2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-2000 operator's manual, rev h; chapter 8-other aspects of operation - was reviewed. The aia-2000 operator's manual, rev h; chapter 8 indicates that communication with the host computer is conducted using a rs232c cable and astm e1381-91 and e1394-91 compatible transmission interface or using ethernet and open la21 standard (hl7 ver2.4) compatible transmission interface. Contact tosoh service center or local representatives if more detailed specifications of the communication between the aia-2000 and the host computer are needed. The most probable cause of the reported event is due to failure of the windows 7 operating system and lis interface.

Event description:
It was reported that the customer experienced a hard disk drive failure after a hard shutdown with their aia-2000 analyzer. The customer stated that the monitor screen was blank with no error message. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii) and beta human chorionic gonadotropin (bhcg). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.